Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a hole was noted in the delivery system when flushing and preparing for insertion. It was also reported that the hole was located within the blue area just prior to the device cup. The delivery system was attempted/ not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the delivery system outer shaft leaks. The articulation of the delivery system was out of plane. The lumen of the delivery system was torn. If information is provided in the future, a supplemental report will be issued.